Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient complaining of pain in hip. MRI showed psoas lesion and some loosening proximally around the stem. Patient required revision.

Manufacturer narrative:
Examination of the returned devices by a depuy principal engineer found evidence indicating the metal insert disassociated and rotated in the acetabular cup. A circumferential wear ring was noted on the outer diameter of the insert. The screws were not returned for examination. Wear patterns on the femoral head and insert indicated edge loading and neck or head impingement. X-rays were not provided to confirm this. Although, it was initially reported by the customer that the acetabular cup was in a slightly retroverted position. Evidence was found indicating good fixation of the acetabular cup. A search of the complaints databases against the provided product and lot code combinations finds no similar reports. The investigation can draw no conclusions with the information made available. Due to the inability to root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the additional product and/or information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Confirmation of formal claim received from (B)(4). Patient medical records received. Records received confirm metallosis found during revision.

Manufacturer narrative:
A complaints database search and review of manufacturing records did not identify any anomalies. Based on the information received and the investigation performed, the root cause of the complaint was undetermined. Impingement was evident in the previous complaint report as was liner mal-position; liner mal-position was supported by the x-ray review. It is not possible to determine what caused the cup position. It was noted that the shell was the second inserted and screw fixation was used. No specific device defect was reported in the complaint description. A potential device defect may have been alleged by the solicitor¿s letter but no specific details were issued. Post market surveillance reviews ongoing product performance, and is per (B)(4). It is not possible to determine if there was a manufacturing fault. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.